Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine). During the procedure prior to accessing the vessel, the engine vibrated off the table and fell onto the floor; consequently, the engine stopped working and was not able turn back on at all. The procedure was completed using another engine. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2021-00754 1.section h. Box 5. Labeled for single use? 2.section h. Box 8. Usage of device evaluation of the returned engine could not confirm that the device vibrated during use. Evaluation revealed that the power inlet was damaged and pushed into the pump housing, the top lid was loose from the pump housing, and the pump housing was cracked. This damage was incidental to the reported complaint and likely occurred from the engine falling to the floor. Due to the returned condition, no functional testing could be performed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported vibration issue. H3 other text : placeholder